Event description:
The consumer allegedly went to move the joystick when the chair took off at full speed, running into the tables, counters, chairs, and wall. This allegedly resulted in 20 stitches to their chin.